Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The reported phenomenon could not be duplicated. Error log was checked, and it was found that e03 had occurred twice. E03 is an error that occurs when an abnormality is detected in the data of the pressure sensor. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the cause of the phenomenon was the failure of the pressure sensor mounted on the main board. The cause of the pressure sensor failure could not be determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the laparoscopic surgery, an alarm sounded, the front panel turned off, and air insufflation stopped. When the device was restarted, the issue was resolved. Therefore, the device continued to be used. The procedure was completed. There was no report of patient injury associated with the event.